Event description:
Customer reportedly received result of 80 mg/dl on the performa system and result of 40 mg/dl on professional device within 10 minutes. Low blood glucose symptoms were reported with these results. Customer was able to consume dextrose and spent one night in the hospital. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).